Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On 03-nov-2020 the user reported that on saturday he noticed a sudden change in the quality of sound. He also noted that the distortion and background noise increased at the same time. Explantation is planned.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
On 03-nov-2020 the user reported that on saturday he noticed a sudden change in the quality of sound. He also noted that the distortion and background noise increased at the same time. The user was seen again to be checked for any other underlying medical conditions that may be contributing to the changes.

Event description:
On (B)(6) 2020, the user reported that on saturday he noticed a sudden change in the quality of sound. He also noted that the distortion and background noise increased at the same time. The user was seen again to be checked for any other underlying medical conditions that may be contributing to the changes. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.